Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) is moving under the skin. Follow up investigation did not provide any further details. The device remains in use. No patient complications have been reported as a result of this event.